Event description:
Ventilator dependent quadriplegic patient died unexpectedly at home with husband, care-provider stating "the ventilator did not alarm and when he checked on his wife to find her deceased, the ventilator was ventilating."